Manufacturer narrative:
Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. The exact cause of the event could not be determined because insufficient information was provided. Common device name corrected from custom distal femur implant to limb salvage system. Expiry date corrected from 01/24/2013 to 01/27/2013. Conclusion code: was entered in error in the initial MDR.

Event description:
It was reported by the surgeon that the patient underwent a custom distal femoral replacement procedure on (B)(6) 2012 and subsequently requires a revision procedure. The reason for the revision is infection. There have been no reported malfunctions of the device. This is a supplemental report to 3004105610-2015-00040 (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a custom distal femoral replacement procedure on (B)(4) 2012 and subsequently requires a revision procedure. The reason for the revision is infection. There have been no reported malfunctions of the device.

Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. The surgeon has confirmed that the revision surgery is being carried out due to an infection and no malfunctions of the device have been reported. Please note that this custom implant is similar to the mets modular distal femur (B)(4).